Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported by a synthes employee: patient was implanted with a screw on an unknown date. Patient was complaining of pain at implant site causing patient to walk with the aid of a cane. It is unknown if patient returned to implant surgeon to report pain. It is not confirmed the implant is a synthes product. The quantity of implants is not known. No further information is available.

Manufacturer narrative:
Further information provided revealed the device is not manufactured or distributred by synthes.